Event description:
It was reported that the pt had withdrawal symptoms. It was suspected that the symptoms occurred due to the catheter not being primed with medication at the time of implantation. The pt's healthcare provider (hcp) was to give the pt a therapeutic bolus of medication. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided.

Manufacturer narrative:
(B)(4).